Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Event description:
Approximately eleven months and two weeks post implantation, the patient's wife reported that he had fallen while at home. Later that morning, the patient's wife was unable to awake him and contacted emergency medical services. Earlier that week, he was seen in clinic and was found to have an elevated white blood cell count. He was emergently admitted to the hospital. Labs taken upon admission were positive for influenza a. A CT of the head also revealed that the patient had suffered a stroke of the middle cerebral artery. He was reported to be taking coumadin and aspirin prior to the event. The only reported treatment received by the patient while in the hospital was benadryl. The decision was made to withdraw support two days later and the patient expired. The pump was explanted and returned to the manufacturer for analysis. The cause of death by the vad coordinator was reported to be multiorgan failure. An autopsy was also performed but the results were not provided.

Manufacturer narrative:
The device is used for treatment not diagnosis. The patient's wife reported that he had fallen while at home. A computed tomography (CT) of the head also revealed that the patient had suffered a stroke of the middle cerebral artery. The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Pathology analysis of the pump did not reveal any factors that would contribute to the reported event; analysis did not find evidence of thrombosis or abrasions within this device. A review of the controller log files associated with the reported event did not reveal any patient abnormalities or product malfunctions. The most likely root cause of the patient death could be attributed to a stroke and multi-organ failure, confirmed by the site. Applicable risk documentation and experience with events of similar circumstances were considered; events with strokes and multiple organ failure are both inherent risks that may be associated with use of the heartware system. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.